Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a dental needle. The customer reports that when trying to puncture the local anesthetic carpule with the short part of the needle. It pushes the needle without puncturing the rubber stopper. No patient involvement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.